Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment/slda could not be determined. Additionally, the reported dyspnea and mitral regurgitation (mr) were cascading events of reported slda. The reported patient effects of mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. Lastly, the reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, medical intervention, and prolonged hospitalization. It was reported that the initial mitraclip procedure was on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapse on posterior leaflet and flail. Two clips were successfully implanted, reducing mr to 1. Then on (B)(6) 2021, the patient returned with shortness of breath. It was then discovered the first clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The second clip remains stable on both leaflets. The patient remained hospitalized. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda and reduce mr. The patient is stable. One additional clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.